Event description:
It was reported by the patient that they had received an electrical shock in the bathroom and since then they have not been feeling well. The patient is wondering if the shock affected the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).